Manufacturer narrative:
The customer returned two strip vials for investigation. The returned product was measured with a retention meter and retention controls. Testing results (qc range: 2.5 - 3.1 inr): vial 1: qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. Vial 2: qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The country of origin is (B)(6). A preliminary investigation was performed on the patients meter. Testing range: (qc=1.8-2.6 inr). Qc 1: 2.2 inr, qc 2: 2.3 inr, qc 3: 2.2 inr. Relevant retention test strips (lot 368876) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 2.5 inr and about three hours later the laboratory result was 1.8 inr. The patients therapeutic range is 2.0-3.0 inr. The patient is well.